Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that 2 sensor was found without electrode. Blood glucose was unknown. It was also reported that during the insertion everything went fine but there were not working so they moved them out. The sensor will not be returned for analysis.